Event description:
Healthcare professional reports inconsistent patient reports. Initial act result obtained of 345 seconds. Bolus of heparin administered (amount not reported) followed by retest 15 minutes later. Act test aborted when device reached 745 seconds and was still reading. Subsequent act result of 364 seconds was obtained. A fourth test was conducted generating an act result in the range of 700 seconds. The next two retests were both in the 300 seconds range. Healthcare professional reports a target range of 450 seconds. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Device manufacturer obtaining additional information about event from healthcare professional.